Manufacturer narrative:
(B)(4).

Event description:
A patient was receiving therapeutic plasma exchange (tpe) using a prismaflex tpe 2000 set and a prismaflex control unit. Air was reportedly observed in the set prior to start requiring three additional priming cycles of the set. In relation to patient connection, the prismaflex control unit generated an alarm and the operator reportedly observed an effluent fluid leak at the level of the effluent pump segment of the prismaflex tpe 2000 set. The treatment was discontinued without blood restitution, causing a blood loss of 125 ml. According to additional provided information, the treatment was restarted using a new prismaflex tpe 2000 set. No further problem was reported. There is no information provided to reasonably suggest that the patient presented with any clinical symptoms or that any medical intervention was provided. No additional information is available.